Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a veterinarian that an animal underwent a spay procedure on (B)(6) 2015 and suture was used. Two days following the procedure, the animal experienced post-operative suture breakage of the abdominal wall and subcutaneous tissue.

Manufacturer narrative:
Conclusion: the actual sample returned for evaluation. Visual examination revealed that returned segments had cut ends and no breakages, defects, or anomalies were found. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: the representative sample returned for evaluation. Visual and functional examinations were performed and sample met all requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.